Event description:
Sic observation, 307 short v-v intervals since (B)(6)2023. Vhr episodes show nonphysiologic intervals. Lead impedance trend appears to be within normal limits. Bipolar lead impedance 513ohms, unipolar lead impedance 418ohms, r waves 4.3mv, programmed sensing 1.2mv. Capture management programmed off, outputs programmed to 4.0v@ 1.0ms. Clinician stated unknown whether there are patient symptoms. Recommend further testing. Clinician stated that she will bring the patient in for testing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).